Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the meter was displaying a "try a new test strip" message. The medical surveillance specialist (mss) was not able to reach the patient for a follow up call. This complaint was classified using the documentation from the customer care advocate (cca). The patient did not state when the alleged issue first occured or if he takes any medications to manage his diabetes. The patient did not state if he made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date and time he felt "thirsty." The patient did not state receiving any medical treatment in response to his symptoms. During the time of troubleshooting the cca assisted the patient with a walk through retest, but the alleged issue remained unresolved. It confirmed it was not the first time the meter had been used and there was no misuse of the meter. Although the correlation between the alleged meter issue and the reported symptoms remains unclear, despite repeated attempts, the patient was not available for a follow up call. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.